Event description:
Reported as "backflow occurring after injecting drug. Suspect overpressurization of reservoir."

Manufacturer narrative:
04/01/1998: g9-manufacturer report number has been corrected here and in header on page 1.